Event description:
During the pta to the iliac artery, the product was advanced to the lesion over the guidewire and inflated using an indeflator. The first inflation was at 8 atm, and the second at 10 atm; however, after deflating the balloon, it became stuck at th tip of the sheath introducer during attempted withdrawal. The physician re-inflated and then deflated the balloon two more times, but the balloon could still not be withdrawn back through the sheath. Therefore, the balloon and sheath were withdrawn from the pt together as a unit. The target lesion was described as neither calcified nor tortuous, with an unk % stenosis. There was no report of any adverse consequences to the pt. The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.